Event description:
On (B)(6) 2024 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). At the end of (B)(6) 2024 during a scheduled tubing replacement, a caregiver reported that a klebsiella and pseudomonas infection was detected at the stoma site. The patient was transferred to a medical department and was treated with unspecified antibiotics. A peg tube was placed for nutritional purposes only and duodopa therapy was interrupted and switched to oral. At the time of report, the patient was at home with the bacterial infections still present. No further information was available.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.